Event description:
Pt called lfs and alleged that their meter was reading inaccurately erratic. Pt performed 3 tests within 10 minutes. The results were 475, 37 amd 87 mg/dl. The pt contacted their advice nurse and was told to eat a snack and then call the physician in the morning to make an appointment. The test strips were in good condition, codes matched, and the tecniques for applying blood to the test strip and cleaning the puncture site were correct. The pt did not have any control solution to test the meter. A new bottle of control solution is being sent to the pt.